Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) received a call about irregular lead trend data on the right ventricular (rv) lead, and an alert appeared stating that the rv automatic threshold was detected as greater than the programmed amplitude or suspended. Ts reviewed the electrograms and saw evidence of far-field oversensing, with no noise or loss of capture (loc). Later, the patient underwent a revision procedure, and the rv lead was replaced due to high pacing thresholds. The device remains in service. No additional adverse patient effects were reported.